Event description:
It was reported that during a cerebral aneurysm embolization procedure, after positioning the device, upon introduction of the wdc detaching system, it lit up green but alternated colors and did not detach. Several attempts were made, rendering its use impossible. The product was removed, replaced, and the procedure was successfully completed. There were three (3) attempts made with the same web detachment controller (wdc) to detach the 1st web. The same wdc was then used successfully with the second web device. The patient condition outcome is noted as "great ". No other information has been provided.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. The device is expected to be returned to the manufacturer for evaluation but has not yet been returned. Additional due diligence attempts are ongoing. The alleged product issue and incident as described could not be confirmed at this time. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion the investigation of the returned web system found the pusher kinked at the hypotube-to-connector junction, and the proximal connector kinked at the brown lead wire joint. The unit passed resistance testing, but failed continuity testing due to the kinked proximal connector. However, the implant was successfully detached using an in-house wdc-2 controller during the investigation. The physical evaluation of the device could not identify the conditions or circumstances that led to the kinks in the delivery system, but the damage is consistent with the device experiencing forces exceeding the delivery system's yield strength. The wdc-2 controller used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
No other information has been provided, however the device was received and evaluated. Please see d10, h3, h6 and h11.